Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the pvl may have been caused by cardiac remodeling and the central regurgitation was caused by the overdilation of the valve during post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through patient registry, 1 year 2 months after successful implantation of a sapien xt valve in the mitral position a valve in valve procedure was performed, placing a sapien 3 valve inside the sapien xt. After speaking with the physician it was discovered the patient began experiencing pvl after the initial case and 9 months later he decided to perform a post-dilation of the 23mm valve. He admits to overdilating the valve to 24mm and the valve began to show signs of regurgitation. The decision was made 5 months later to perform the valve in valve procedure to treat the severe regurgitation.